Event description:
Eye problems consisting of pain, redness, burning, blurred vision, watering and inflammation since the beginning of 2007. Now, with the recent info of the recall of complete moisture plus, I believe this infection can be attributed to complete moisture plus contact solution. Dose: soak in contact lens area. Frequency: 1 - 2 times a day. Route: ophthalmic. Dates of use: six months in 2007. Diagnosis or reason for use: daily cleanser for contact lens.